Event description:
Patient came of office on 1/2/92, at which time doctor noted iol was displaced. The iol was positioned properly in the office & patient was put on pilocarpine to retain position. On 5/7/92 patient complained of soreness and doctor noted movement of iol due to pupil hyphema. Recommended exchange of iol and surgery was performed on 5/20/92 with the implantation of an ac iol. Currently patient is doing well and iol is in position.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. The device was destroyed/disposed of.